Manufacturer narrative:
Insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Was unable to perform occlusion, and excessive no delivery test due to constant motor error alarm during bolus delivery. All operating currents are within the specifications no unexpected low battery or off no power alarm noted. Pump received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call to have received a motor error alarm. Customer's blood glucose was 404 mg/dl, which was treated with manual injection. During troubleshooting, it was found that customer also received a motor position encoder error alarm. Customer reported that drive support cap appeared normal. After troubleshooting, customer was advised that insulin pump would need to be replaced.